Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that device never triggered replacement indicator while implanted. The allegation was not confirmed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.